Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the cause of the high impedances issues leading to the reduction in pain relief was not determined. The rep reprogrammed the patient. The issue was not resolved at this time. The rep reported that the doctor requested that the patient ring the issue up with him at his next routine office visit. No date was given for the patient's next visit. The rep stated that they have no further information.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain. On (B)(6) 2021, the patient stated that he found out today he had a lead that is not working. The patient stated that one month ago the device stopped working. He stated that they ran a program on him today and that he would be seeing a healthcare provider (hcp) next to determine next steps.  On (B)(6) 2021, additional information was received from a healthcare provider (hcp) via a manufacturer's representative (rep) regarding an implantable neurostimulator (ins). The reason for call was the medical doctor (md) sent the caller a message about the patient because the patient wanted the system explanted because they need to do mris. The caller asked if the patient can have MRI with high impedances.  The rep stated that she reprogrammed the patient device yesterday. At that time three electrodes were showing high values. The patient was getting 90% pain relief with the primary group. The patient reported that two months ago (date of call 12 jan 2021) when the primary group was active they couldn't feel stimulation. The patient tried to use the other group that was available and he was getting 60% pain reduction for his foot pain but it was not as good as the original program. The caller indicated that she met with the patient yesterday and when the connection check was completed electrodes 0, 1 and 7 showed red indicators. In the full impedance test the electrode 0, 1, and 7 showed values of >10000ohms. The primary group was using electrode 7. The rep reprogrammed the patient and did not use electrode 7 and was getting 65-70% pain relief but the group was not as effective as before the issue started.  The patient asked about having another lead placed. At the time the nurse wanted to patient to use stim for a period of time and then they would have the patient follow up with the md about a potential replacement. The issue was not resolved through troubleshooting. Technical services (ts) reviewed information about MRI. The caller will follow up with the md about MRI considerations and potential system removal.